Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with the enlite sensors. Advised the caller to seek assistance from the hcp. Days later the customer called again to report that the insulin pump has cosmetic damage, and she was not sure how it happened. The customer called back and stated that she was in the hospital the last september with high blood glucose, which resulted in a fourth heart attack. The customer did not want to answer more questions and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.